Manufacturer narrative:
Product event summary: the device was returned and analysis revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited battery longevity that was shorter than expected. It was noted the day of the replacement procedure that the crt-d had not reached recommended replacement time (rrt). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.